Event description:
The hospital reported that during a coronary artery bypass procedure, five heartstring iii devices failed to deploy. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The products are not returning as they were discarded. Batch numbers for the reported devices were not provided. Refer to MFR report #'s 2242352-2012-00025, 00026, 00027, 00028.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. (B)(4).